Event description:
It was reported that during treatment of a soft tissue lesion in the right mid superficial femoral artery with the everflex entrust 6x150x150 stent, difficulty was noted during deployment. The handle was deliberately broken and the stent was manually deployed using the pin and pull method. A 6fr non-medtronic sheath and a non-medtronic guidewire were used. The vessel was pre-dilated with an evercross 3x100 balloon and post-dilated with an evercross 5x100 balloon. The stent was successfully deployed and remains implanted. The delivery system was safely removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned dismantled. The device was identified by the strain relief. The stent pusher was advanced out of the catheter and the pull cable was detached from the rest of the device. No stent was returned with the device. Due to the condition of the returned device, no further testing could be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.